Event description:
It was reported that the customer was not navigating to the proper load fill tubing screen and experienced an elevated blood glucose (bg) level that displayed as ¿high¿; however, a specific value was not provided. Customer planned to address their bg level with a manual injection of insulin. Customer continued to used the pump for insulin therapy.